Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that immediately after starting a therapeutic plasma exchange (tpe) using a prismaflex tpe2000 set, an intensive care unit (ICU) patient experienced an "anaphylactic reaction" with immediate hypotension, vasodilatation and chest pain. The patient received unspecified treatment for the event. It was reported this was the first time using the set. At the time of this report, the patient outcome was reported as "treated for anaphylactic reaction and was retained in ICU". No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.